Event description:
Additional information received from patient reported that the device had not helped her since implant. She peed a lot and had to wear pads. Patient stated her healthcare provider (hcp) redid the patient programmer (pp) for the third time and they wanted her to try each program for one week. On the day of report, the therapy was not on and patient was instructed to turn therapy on. Patient was on program 1 and increased stim during the call. It was indicated that she was not feeling stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported she had experienced a loss or change of therapy. The patient initially got the device because her bladder was not emptying successfully. It was indicated the patient still had to wear a pad at night and it would be very wet when the patient got up. These issues had been happening since implant. The patient was not able to feel stimulation and did not have the patient programmer to check the settings. It was noted the patient's symptom control was not 50% or better; the patient still had leaking, just as she did prior to the device. The patient noted she was on program 2 and had tried program 1. If she increased program 2, she said it would hurt. Different programs were reviewed with the patient. The patient's indication for use was gastrointestinal/pelvic floor. Additional information was received from the patient who indicated the implant does not work like it is supposed to. The implant is set to the highest setting that she is aware of. The patient has an appointment to be reprogrammed on (B)(6) 2016 and is not satisfied.

Event description:
Additional information reported that patient was seeing the screen with the change the programmer (pp) batteries icon. The patient got some new batteries and that resolved the issue: pp needed batteries. The patient stated her interstim has never helped her symptoms since implant. The patient reported not feeling stimulation while therapy was on. During the call patient increased from 3.8 on program 2 to 4.5 on programs 2. The patient stated she was reprogrammed a couple of weeks ago and if she increased too much it was hurt her. The patient experience no symptom result or relief. It hurt when she increased stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.